Event description:
A report received from (B)(6) states that the surgeon experienced cutting difficulty during a procedure. There was no impact or injury to the patient.

Manufacturer narrative:
The product has been requested however it has not been received. The lot history records were reviewed and found to be acceptable.